Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken connector ports, it was noted that the output connector assembly was broken. It was additionally noted that the gasket on the upper case was damaged, the battery wire was pinched however the wire insulation was not compromised, the red display wire was also pinched and its insulation was exposed and the main printed circuit board was out of specification in an electrical manner. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator had both its atrial and ventricular connector ports broken. The generator was returned for service. No patient complications have been reported as a result of this event.